Event description:
Patient with a total knee implant presented with pain. Revision surgery occurred to exchange poly inserts. A loose cement body was present in the joint. The cement body was removed and poly inserts were exchanged.

Manufacturer narrative:
Patient with a total knee implant presented with pain. Revision surgery occurred to exchange poly inserts. A loose cement body was present in the joint. The cement body was removed and poly inserts were exchanged. Review of the device history record indicates that the device was manufactured to specifications.